Manufacturer narrative:
Continuation of d10: product ID wr9220, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the charging system was not holding the battery. It was plugged in and the light did not show the indication of charging normally after a few minutes. The light was flashing. And whenever they tried to turn it on, it would not turn on. A technician went to the patient's home to test the system and found that there was a problem, and what the patient had reported was true. The patient reported that there was no fall or any other factor that could have contributed to the onset of the defect. Visually, the product is intact, with no evidence of having fallen. The test was to keep the charging system plugged in for hours to see if it would charge, and all attempts were unsuccessful. A new recharging system was delivered to the patient.

Manufacturer narrative:
H3: analysis of the wr9200 wireless recharger (serial number (B)(6)) revealed the device is unresponsive, led¿s scroll continuously, and the flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.